Event description:
It was reported that at follow-up, high impedance was observed. Patient received an alert. Device was explanted.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
This device was previously reported as a malfunction based on analysis however, analysis findings were consistent with the complaint.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis of the device found a broken ground case wire. (B)(6). Failure (event) observed during analysis.